Manufacturer narrative:
Insulin pump received with failed battery test alarm after battery was inserted due to corroded battery tube. Battery cap had corroded battery contact. No blank display noted during testing. Unable to verify for battery out of limit alarm due to constant failed battery test alarm. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No moisture or damage inside insulin pump noted.

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and blank screen. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarms after they have inserted new batteries. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Customer's blood glucose level was 61 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.